Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received the reported extended charge time was confirmed in the laboratory via review of electrograms. The device was tested on the bench and using automated test equipment and no extended charging could be replicated. The cause of the field reported observation of extended charge time could not be determined.

Event description:
It was reported that after the patient received multiple therapies for vt, the device exhibited extended charge time. Device was explanted and replaced.